Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse could not reproduce the issue. The fse found no related errors in the logs. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that universal surgical manipulator (usm) 4 moved with non-intuitive motion. The intuitive tech support engineer (tse) recommended checking the instrument and adapter engagement, and checking if the master tool manipulator (mtm) was locked. The site stated that the issue was intermittent and went away several seconds later. The procedure was being completed as planned, with no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive received the following additional information via follow up: the issue occurred with the surgeon's head inside of the viewer, while trying to manipulate instruments. The issue was intermittent and soon control of the arm returned back to normal. The movement of the arm scaled appropriately to the surgeon's commands, and the arm moved in the correct direction as commanded by the surgeon.